Event description:
It was reported that a patient underwent implant of unknown size epic mitral valve the year of 2019. On an unknown date, the patient suddenly felt poorly. On (B)(6) 2022 the patient underwent an explant of the valve. Upon explant, where the leaflets attach at the commissures, the leaflets appeared to be detached. The valve was replaced with unknown valve. The patient's status remains unknown. No additional information was reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Implant date - the implant date is estimated to (B)(6) 2019.

Manufacturer narrative:
An event of leaflet tears at the commissure and explant of the valve was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. However, based on the information received, the reported leaflet tear is consistent with structural valve deterioration (svd), specifically non-calcific leaflet tear, which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors: no implant or patient related factors could be confirmed from the information received from the field as information related to implant procedure and patient was not provided. Biological factors which can result in tissue degeneration such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.) Or thinning of the prosthetic leaflet tissue (predisposing to leaflet tears) also could not be confirmed as the valve was not returned for histopathological examination. Based on the information received, the cause of the reported incident could not be conclusively determined. H6. Medical device problem code: 1562 material separation no longer applies and has been replaced with 4008 material split, cut or torn.